Event description:
It was reported that an asymptomatic patient presented with non-sustained lead noise due to post-paced t-wave oversensing via remote transmission. Programming changes were made. Subsequently, an additional transmission was received and, the post-paced t-wave oversensing recurred. Patient remained asymptomatic. Programming changes were recommended.